Event description:
It was reported that the pump touch screen would not turn on. The customer's blood glucose level was 345 mg/dl. Although several troubleshooting steps were attempted, the pump screen did not turn on. Technical support determined that the pump needed replacement. A replacement pump with updated software was arranged to be sent to the customer, who will use manual daily injections for backup therapy.